Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Part 311.44, lot a4jk459: release to warehouse date: february 22, 1999. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: a visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This complaint is confirmed. The handle does turn independently with respect to the shaft. However, the device was received at customer quality (cq) in two pieces. The dowel pin that secures the handle to the shaft has sheared in half. One half of the dowel pin remains in the shaft and now sits flush with the shaft outside diameter surface and the other half of the dowel pin remains in the handle and sits flush with the inside diameter surface. Visual examination under 5x magnification has determined that no fragments appear to have been generated (i.e. Clean break of dowel pin and both halves of the dowel pin are still retained in the handle and shaft). A root cause could not be definitively determined given the unknown circumstances at the time of the issue. However, the complaint condition is consistent with rough handling and the use of excessive force over the life of this 17 year old instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes canada reported the following event: during an open reduction internal fixation (orif) of the ankle, the t-handle with quick coupling was attached to the tap. The handle was apparently worn and stripped, and it was noted that the handle kept turning independently, and would not insert the tap. There was no reported malfunction with the tap. The procedure was completed using another handle from another set. There was a five minute surgical delay to acquire the second handle. There was no reported harm to the patient. When the device was evaluated by the manufacturer, it was noted the device was broken into two pieces. Concomitant device reported: tap (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).